Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, it was suspected that barostim was working well but the patient presented as severely dehydrated. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. A regular follow-up visit occurred on (B)(6) 2024. The patient attended their appointment not feeling well and their lips were blue. At the start of the titration, the patient's lips would turn from blue to pink with no stim present. The patient experienced dizziness when their lips turned blue, and their blood pressure worsened during titration. The patient was sent to the emergency department where they received intervenous fluids for severe dehydration. The physician discontinued diuretics for the patient unless the patient gained over 5 pounds. Their medication was adjusted, labs drawn, and fluid was given in the ed. Per the opinion of the physician, they suspected that barostim was working well but the patient presented as severely dehydrated. The patient was discharged on the same day.